Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. The hand piece was tested and performed the fic test within specifications. No further test was performed. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device was not working. The handpiece was replaced and the case was completed successfully with no patient consequence.